Manufacturer narrative:
On 04/26/18, it was reported to mentor that device evaluation and investigation have been completed. Upon receipt by mentor, the device contained no fluid. Brown and white material were observed within the device. No foreign material was observed on the shell surface. During visual examination of the device, product evaluation team observed creases on both aspects. A rent measuring less than 0.1 cm was discovered within a crease on the anterior aspect. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation team concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the brown and white materials observed. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation team concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: saline mentor smooth round moderate profile 425cc, catalog number 3501670. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent a breast prosthesis exchange implantation procedure with a saline mentor smooth round moderate profile 425cc and experienced deflation on the left breast implant. The deflation was diagnosed during implant exchange by the healthcare professional on (B)(6) 2018.

Manufacturer narrative:
On 03/29/2018, it was reported to mentor that the device history record (DHR) of lot number 5551270 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On (B)(6) 2018, it was reported to mentor that the patient had undergone replacement with saline mentor smooth round moderate profile 425cc, catalog number 3501670, serial number (B)(4), lot number 7426410 on the left breast implant, and with saline mentor smooth round moderate profile 425cc, catalog number 3501670, serial number (B)(4), lot number 7426410 on the right breast implant. In addition, the date problem observed is (B)(6) 2017. The age of the patient at the time of the event is (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 03/03/2018, it was reported that mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).